Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file- no malfunction or serious injury. Investigation results: visual investigation: the instrument exhibits no outwardly defects or damages. There are no parts broken off. A visual inspection of the jaw was made. Here we found no abnormities like burned or charred peak, no parts are broken off, the insulation is in a proper condition. The clamping function worked a bit stiff, the cutting function worked well. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 3(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl740su caiman disp.instr.non articul.d5/360mm. According to the complaint description, the device broke down, problems during cutting occured. There was no described patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).